Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon following up to understand the reason for cause of recharging issue, patient stated "yes" and no additional information. There is no response from patient on the steps that were taken to resolve the recharging issue. When asked about if the recharging issue been resolved? If not, what other actions are planned to resolve it?, patient stated "yes" with no additional information.

Event description:
Information was received from a family member of a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced difficulty when charging their ins; they would charge their implant 10% and then the controller would become unresponsive. It took much longer to locate the ins. The caller was walked through resetting the controller, and they confirmed they saw a green flashing light above the screen. There was no visible damage to recharger cord/pins or to controller port, but the caller did report that the two sides of the controller didn't fit completely tight and felt loose. There was a visible gap between the 2 sides of the controller, and the recharger had been harder to plug into controller port. The issue was not resolved. A replacement controller was requested. Additional information received from the patient's representative. It was reported that the patient received the replacement controller, but they thought the controller was not working again. The implant charge stopped and started, and they couldn't get it to go. They took the battery pack out and that helped temporarily. The patient had to charge in the morning and evening. There was no damage to the recharger or the controller port. It was advised that the patient follow up with their healthcare provider to further address the implant charging issues as the controller and recharger had been replaced.

Manufacturer narrative:
B3: date inaccurate, only the month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.